Event description:
It was reported that pump displayed repeat malfunction alarm identified as malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was instructed to place pump into storage mode, revert to multiple daily injections as backup insulin therapy, and later program settings and reconnect continuous glucose monitor on replacement pump, while tandem technical support arranged warranty replacement and requested return of problematic pump using prepaid label.